Event description:
At the time of implant, the hcp was unable to interrogate the neurostimulator battery or check impedances while the device was on the patient. There was electro magnetic interference in the room. The device was replaced and the patient recovered without sequela.

Manufacturer narrative:
Final device analysis revealed that the device was functionally ok. There were no anomalies found.